Manufacturer narrative:
The device was received. Investigation is not completed. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.

Event description:
The customer contact reported a tubing separation; subsequently, bleedback was noted. The tubing set was being used to deliver unspecified IV solutions. It was reported that five minutes after the infusion was started, the patient called the nurse back to the room. The nurse found the patient holding the extension set to prevent blood loss; however, bleedback was noted in the tubing the patient was holding. The tubing had separated from the clave port of the extension set. The tubing set was replaced and the therapy was resumed. There was no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.